Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified proximal artery. A 300cm marvel guidewire was advanced and angioplasty and stenting was performed. Upon removal of the guidewire, it was noticed that the distal wire tip was left in the proximal artery. Another stent was implanted to hold the wire fragment into the artery wall so that it would not migrate. The procedure was completed successfully and there were no patient complications reported.